Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual instructs users to return any damaged components to heartware. Inability to read the display associated with an alarm may result in no action or the wrong or inappropriate action taken in response to critical alarms. This may result in pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus and associated sequelae including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
A report was received that a patient's controller had a faulty display. The device was exchanged by a physician with no reported patient issue or injury.

Manufacturer narrative:
The reported event of a faulty display on the returned controller, (B)(4) could not be confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller was allowed to operate for two hours. Results revealed that the liquid crystal display (lcd) performed as expected. Additionally, the leds indicators were all functional. As a result, the reported event could not be confirmed; the device passed visual and functional testing. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.